Event description:
Information received from the field notes that during a routine follow-up, the device would not interrogate. The device was pacing at a rate of 54-56 ppm and a surface egm indicated elective replacement time. A transtelephonic check one week previous showed normal function. In may, the battery data was 2.72v, 13ua, 2 kohms with a magnet rate of 59.7 ppm. Estimated longevity at that time was 19 months to eri. The patient was pacemaker dependent.